Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor, however pump passed the excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was unable to perform occlusion test due to prime fill anomaly. The motor was tested outside the device and passed motor test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 220 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.